Manufacturer narrative:
(B)(6). The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2016 as part of the (B)(6) clinical study. This complaint is being reported based on the event of bronchitis requiring unknown medication to treat. On (B)(6) 2016 the patient was admitted to the hospital as planned by the physician for the bronchial thermoplasty treatment. On (B)(6) 2016 the patient underwent the first bronchial thermoplasty procedure performed in the right lower lobe of the lungs. No issues noted with the device. According to the complainant, on (B)(6) 2016 the patient developed bronchitis that was treated with systemic steroids and additional medication. The exact type of medication administered to treat the bronchitis was not reported. It was not necessary to extend the patient's hospitalization due to this event. On (B)(6) 2016 the patient was discharged from the hospital following the bronchial thermoplasty treatment. On (B)(6) 2016 the patient recovered from bronchitis.